Event description:
Hcp reported patient had a decrease in pain control, withdrawal symptoms, and the patient "feels like the pump is not working." The onset on the reported event was in 2003. Later a pump reservoir volume discrepancy was noted. The expected reservoir volume was 7.7ml and the actual volume was 16.5ml. In 2004 8ml were aspirated from the reservoir while the expected was 2.9ml. The following month 13ml were aspirated instead of the calculated 11.3ml. The side port was accessed and fluid was unable to be aspirated. A rotor test was performed twice with negative results. A CT performed visualized no granuloma present. The pump and catheter were both replaced o 17 days later. The patient is reported to be doing much better with the new pump and catheter.